Event description:
It was reported that a patient presented with high pacing impedance and capture thresholds noted on the patient's right ventricular lead. During the lead revision process, the right atrial and left ventricular leads were damaged. All three leads were explanted and replaced on (B)(6) 2025. The patient was stable throughout.